Manufacturer narrative:
(B)(4). The device remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the central leak is unknown, however, may be related to patient factors not provided and/or the mechanisms (cardiac remodeling) described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3yrs 6 months post tavr of a 23mm sapien xt in the aortic position, a new 23mm s3 was implanted due to central leak.  The valve in valve procedure was successful.

Manufacturer narrative:
Updated other relevant history and adverse event problem: additional information was received. According to the valve-in-valve admission discharge summary, the 1-year follow-up visit transthoracic (tte) reported av peak velocity 2.30 m/s, av peak gradient 21 .16 mmhg , av mean gradient 10 mmhg, av area 2.34cm'2, ef  65%, and mild perivalvular ar.  The most recent echocardiogram done 3 years and 3 months after tavr revealed progression to severe aortic regurgitation. The patient denied symptoms of fatigue or shortness of breath.  Tte showed av peak velocity 4.18 m/s, av mean gradient 35 mmhg, av area 1.43 cm'2, severe aortic regurgitation; moderate-severe mitral regurgitation; moderate tricuspid regurgitation, and ef 65%. 5 months later the patient underwent a valve-in-valve procedure with a 23mm edwards sapien 3 via left tf approach. Post procedure the patient was neurologically intact and hemodynamically stable. Post procedure heart rhythm was sinus rhythm. After a brief stay in the cardiac catheterization observation unit the patient was transferred to the telemetry nursing unit for overnight observation. The postoperative course was uneventful and the patient was discharged home in good condition on post-operative day 1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.